Event description:
During a percutaneous transluminal angioplasty (pta) to the right renal artery, it was reported that a palmaz genesis was delivered to the lesion. The physician attempted to deploy the stent, but, its balloon ruptured at approximately 4atm. Therefore, the palmaz genesis was removed intact from the patient with no difficulty. After the lesion was pre-dilated with a balloon (4/20mm sterling) again, another palmaz genesis (same size) was implanted. The procedure was finished successfully and there was no patient injury reported. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The contrast to saline ratio is unknown. An approach was made from the left radial artery. The lesion was crossed with a guidewire (cruise) and a guiding catheter (vista brite). There was no resistance/friction while inserting the stent delivery system through the rotating hemostatic valve or while inserting the product through the guide catheter. There was no difficulty advancing the sds through the vessel. Did the sds did not kink while being used. The stent was not dislodged. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 90%. The product will not be returned for analysis.

Manufacturer narrative:
The patient's gender is unknown. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to the right renal artery, it was reported that a palmaz genesis was delivered to the lesion. The physician attempted to deploy the stent, but, its balloon ruptured at approximately 4atm. Therefore, the palmaz genesis was removed intact from the patient with no difficulty. After the lesion was pre-dilated with a balloon (non cordis) again, another palmaz genesis (same size) was implanted. The procedure was finished successfully and there was no patient injury reported. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 90%. There was no difficulty removing the product from the hoop. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The contrast to saline ratio is unknown. An approach was made from the left radial artery. The lesion was crossed with a guidewire and a guiding catheter (vista brite). There was no resistance/friction while inserting the stent delivery system through the rotating hemostatic valve or while inserting the product through the guide catheter. There was no difficulty advancing the sds through the vessel. Did the sds did not kink while being used. The stent was not dislodged. The device was not returned for analysis. Review of lot 16065201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (heavy calcification, moderate tortuosity, 90% stenosis) may have contributed to the difficulty experienced by the customer. In this case, neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.